Event description:
Surgery for removal of eburnated bone and necrotic tissue around the abutment protrusion area. Suspected superficial infection was reported as clinical sign. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
No product involvement. No device failure. Surgery for removal of eburnated bone and necrotic tissue around the abutment protrusion area. Suspected superficial infection was reported as clinical sign. The procedure took place on (B)(6) 2024.